Event description:
It was reported that the user experienced sustained hyperglycemia that began overnight, persisted despite device-delivered corrections, and further increased following a dental root canal, after which the user received small subcutaneous insulin doses in the emergency department with subsequent improvement. Symptoms included feeling tired. Outcomes included emergency department treatment without admission. Investigation included remote troubleshooting and user-guided replacement of infusion set, connector, tubing, and cartridge, with repeated attempts due to initial setup errors including omitted cartridge insertion and use of an incorrect cartridge, followed by successful priming with visible drops and cannula fill, after which insulin therapy resumed. Investigation of this case revealed user handling and setup errors related to cartridge insertion and component selection during infusion set and cartridge change, with no device malfunction observed once the correct components were installed and primed. It was concluded, based on previously established findings for similar reports, that the cause was user error with contributory physiological stress from a dental procedure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.